Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6: proposed annex g code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that a patient is being considered for a revision on an unknown date due to unknown reasons. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
(B)(4) d10: unk humeral head, cat # ni, lot # ni, unk glenoid, cat # ni, lot # ni. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02516, 0001825034 - 2023 - 02518.